Manufacturer narrative:
(B)(4). Evaluation summary: the analysis results found that the device was returned with excessive fluids and dried tissue, also the blade was scratched and cracked. Excessive dried body fluids in the clamp arm interface could attribute to issues with the operation of the clamp arm. It is recommended that the interface be cleaned prior to use. Due to the damage to the blade, it was confirmed that the device was non-functional. An error code 5 / solid tone was noted. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error". The device opened and closed with no issues noted. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a gastric bypass procedure the jaws would not close. Another device was used to complete the case with no pt consequence. One device to be returned.